Event description:
I used the sticky back pad while driving home from visiting my son. It was the first time I have used anything like that, but my lower back was really hurting. I did find relief from the pad. That night, I took it off as my back felt on fire. It felt as though I took my skin off. The next morning, I took a shower and as soon as the water hit my back, I knew something wasn't right. I looked at my back through a mirror and there was a red patch, the size of the back pad I had on and some open wounds. I had my daughter put some gauze bandages over the open sores. Dates of use: 2007. Diagnosis or reason for use: sore back while driving long distance. Event abated after use stopped or dose reduced? Yes.